Event description:
It was reported that the motor on the medfusion was not running.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was motor not running in the event history log (ehl). An occlusion test was performed. The motor not running was reproduced during functional testing. The issue was occurring because the involved components were worn. The motor assembly (stepper motor included), worm gear, leadscrew and clutch halves was replaced to address the reported product problem.